Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 32 mg/dl. Troubleshooting for low blood glucose levels was performed. Customer advised their sugar glucose versus blood glucose had a large differential in between them which resulted in a seizure. Customer advised they fell down and have experienced low blood glucose levels for a year. Customer treated themselves with food. Customer advised they had trouble with their eyesight when they have low blood glucose levels.